Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The issue was resolved by changing infusion set and cartridge. Customer was educated that cartridges should be changed every 48 hours with their insulin. Customer understood and acknowledged. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.